Event description:
A company representative reported that, during removal, two yukon polyaxial screws, "had locked in place so it was impossible to remove with a driver" and that, "it was like the head was going to come off of the screw shank." The reason for device removal has not been provided. This report captures the second of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. This issue may have been caused by multiple factors-such as, excessive force placed on tulip, over angulation during removal, patient biomaterial in the tulip, etc.. However, as the device was not available for investigation, a root cause cannot be determined conclusively. H3 other text : status and location of the device is unknown.

Event description:
A company representative reported that, during removal, two yukon polyaxial screws, "had locked in place so it was impossible to remove with a driver" and that, "it was like the head was going to come off of the screw shank." The reason for device removal has not been provided. This report captures the second of two screws.